Event description:
The customer reported that the device is frozen at the blue splashscreen with associated humming of the device. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.